Event description:
This complaint is from an academic conference (the 15th annual meeting of the society of intervential cardiology in other country). The stent fracture was in a location that served as hinges during vessel movement in the cardiac contraction cycle. The stent fracture occurred at the edge of previously implanted or overlapped stent.